Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented on (B)(6) 2024 with frequent low flow alarms with dizziness and falling. A computed tomography angiography (cta) was performed. The cta showed the patient status post left ventricular assist device (lvad) implantation with an inflow cannula that entered the left ventricular apex with partial obstruction of the inflow cannula from the papillary muscle during systole. There was hypodense material in the proximal segment of the outflow cannula with severe stenosis with minimal area of 87 millimeters (mm) squared at the narrowest portion. There was severe left ventricular dilation and mild systolic dysfunction with an ejection fraction of 46%; it was noted that may be overestimated. The patient had a bioprosthetic aortic valve with a 25mm inspiris aortic valve with evidence of moderate hypoattenuated leaflet thickening (halt). The aortic cusp in the right position opened while the other two cusps did not open. The patient had a mitral valve repair. The patient had a coronary artery bypass graft (CABG) with left internal mammary artery (lima) to the left anterior descending artery (lad), saphenous vein graft (svg) to obtuse marginal (om), and svg to ramus. The lima-lad was patent through the proximal segment and was not imaged. The svg-ramus appeared patent, although incompletely imaged. The svg-om was incompletely imaged and may have been occluded though the coronary vessels were poorly visualized due to protocol. An outflow graft (ofg) relief was scheduled for (B)(6) 2024. The provider requested a low flow system controller upgrade to be completed due to cardiac recovery and known obstruction of inflow cannula during systole by papillary muscle status post ofg obstruction relief.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cta images were not available. It was noted that the CABG was pre-lvad implant and was performed on (B)(6) 2019. There were no changes to patient condition or anticoagulation status that may have contributed to the event. No log files were available. An echocardiogram (echo) was performed on (B)(6) 2024. A right heart catheterization (rhc) was performed on (B)(6) 2024. A thrombus was confirmed. It was noted that the patient had the mitral valve replacement at time of the lvad implant and had mitral valve regurgitation prior to lvad. Whether the tricuspid valve or pulmonic valve regurgitation existed prior to lvad implant was not reported in the echo prior to lvad. An outflow graft relief was done on (B)(6) 2024, and the issue was not completely resolved. The alarms resolved following the low flow software upgrade on the system controller. The patient was discharged home.

Event description:
The patient's backup system controller was also upgraded with low flow software.

Manufacturer narrative:
B5: narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of inflow cannula obstruction and outflow graft obstruction could not be confirmed as no images were submitted for review and the device remains in use. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported regurgitation and right ventricular (rv) dysfunction could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, "surgical procedures," also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 6, "patient care and management," cautions that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The subsection entitled ¿right heart failure¿ contains additional information. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.